Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient received inappropriate atp and hv therapy due to lead noise. Lead was capped and replaced. The patient was doing well post procedure.

Manufacturer narrative:
A partial lead with the connector pin measuring 11.6cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.